Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6), at about noon due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of the admission was between 300 and 400 mg/dl. Customer was treated with 8 units of insulin to lower high blood glucose. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed but inconclusive.